Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(6), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0awnq, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0awnq, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had severe muscle cramps in their back in (B)(6) 2015. On (B)(6) 2015 the patient's health care provider (hcp) reported that the patient¿s lead needed to be revised and was being assessed for a lead revision. If additional information is received, the event will be updated.